Event description:
It was reported that during an implant attempt, the lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however the proximal conductor was distorted and had blood/body fluid (not obstructed); the outer insulation was breached cut; and there was apparent explant damage. The full lead was returned and analyzed.